Event description:
It was reported that the autoclavable camera head had a bad image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera head communication error code (e224) shown on monitor, bad cable or connector, chipped rear cover packing. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the bad image and the camera head communication error code (e224) displayed on the monitor was a faulty cable or connector, and the cause of the chipped rear cover packing was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.